Event description:
Device was applied during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. Surgeon applied another device to complete the procedure. Hosp has reported no pt injury occurred.

Manufacturer narrative:
11/5/96 - supplemental report #1 sent to FDA. Additional data entered in d7, d8 and e1 (address and phonen number). Corrected data entred in d9. Device indicated and codes entered in h3 and h6. Co has been informed that the product is not available for evaluation.